Event description:
Caller reported that since the implantation of the essure device in (B)(6) 2011 she has been experiencing pelvic pain in the same position. Recently she started experiencing excruciating pain and abdominal pain during intercourse.